Event description:
It was reported that the insulin pump excessively alarmed no delivery during the bolus procedure. The blood glucose reading was 322 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump passed the rewind, displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with normal operating currents. No unexpected failed battery test, battery out limit, weak battery or low battery alarm noted. Unit had scratched display window, cracked display window corners, cracked reservoir tube lip.